Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had bolus stopped alarm. Customer¿s blood glucose was over 600 mg/dl. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose and performed for bolus stopped alarm. Customer reported they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed dat test at 0.08730 inches. No bolus stopped alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.